Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." No product has been returned for eval. An investigation of the reported lot info is underway by mfg. If any abnormality is found, a follow up report will be provided.

Event description:
An eye care professional reported a pt experienced microbial keratitis (fungal), left eye. Pt presented with watering, photophobia, redness & mild pain, left eye since afternoon. Treatment consisted of discontinuation of lens wear, natamycin drop every 1/2 hr, atropine drop 3x day. Itral capsule added 2x day. Event resolved with scarring and no reduction in visual acuity. The pt was enrolled in a clinical trial using night & day contact lenses on a daily disposable regimen, disposing the worn lenses each evening and inserting fresh lenses to sleep in.